Event description:
I was implanted with essure permanent birth control and I became very ill and was diagnosed with numerous autoimmune diabetes said to stem from nickel allergy. This device contains nickel and I'm allergic. I was never tested for nickel allergy before implantation. I've suffered for 7 years with heavy, painful periods, endometriosis, vertigo, hives and tinnitus. I now have to have a hysterectomy with the hope that I can get better. Essure has altered my life in a negative way. Please remove this from the market. It is dangerous!